Event description:
It was reported that the patient had a return of symptoms. The patient reported that she was having an increase in pain recently. The patient also had sporadic problems with the personal therapy manager (ptm). The reporter stated they may possibly change the lockouts, and they may monitor the patient following the programming change to determine if this worked well for her. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information received reported that a catheter access port (cap) and dye study were done and a catheter issue was identified. One suture had come off, causing the anchor to move back and forth, which in turn caused the catheter to back out of the intrathecal space. The catheter was now coiled near the anchor. The spinal segment was revised surgically on (B)(6) 2015 and the patient was doing ¿very well now¿ post-operatively. The manufacturer¿s representative was not aware of other medications being taken. The patient had a history of interstitial cystitis. Regarding the ptm issue, the patient had been allowed 12 boluses a day, one every 20 minutes. The reporter stated the patient had been reaching her daily maximum before the end of the day and was then getting locked out as a result. It was reported the parameters were re-set to allow the patient only one bolus each hour. There were no other issues reported with the ptm.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).